Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an impedance check performed indicated contacts one and two had an impedance of 29 ohms, ¿indicating a possible short circuit.¿ it was stated that all other contacts and electrode combinations were ¿within range¿ at that time. It was noted that after the lead-extension and extension-implantable neurostimulator (ins) connections were ¿checked, cleansed, wiped dry, and reconnected multiple times¿ the ¿issue persisted.¿ it was noted that when the extension was replaced the ¿subsequent impedance check displayed normal range results.¿ it was stated there was ¿no¿ patient injury or death at the time of report. The patient¿s indication(s) for use were parkinson¿s disease and movement disorders.